Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Date was incorrectly entered as (B)(6) 2019.  The correct date should have been noted as (B)(6) 2019.

Manufacturer narrative:
UDI reference number: (B)(4). The valve was not returned to edwards lifesciences for evaluation.  Information regarding the disposition of the valve was not provided. Per the instructions for use (IFU), paravalvular leak (pvl), central valve regurgitation (cai) and valve migration are known potential adverse events associated with bioprosthetic heart valves and the tavr procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Central regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation.  Occasionally there are cases where the root cause of the regurgitation cannot be determined. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall, or in this case to the homograft. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle.   The edwards thv patient screening manual advises the operator on pre- procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device.   During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for the pvl, valve migration and central ai is unknown but likely due to some or many of the factors mentioned above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. *literature reference for file: philip y.k. Panga, et al. A survivor of late prosthesis migration and rotation following percutaneous transcatheter aortic valve implantation. Eur j cardiothoracic surg (2012).

Event description:
As reported through the p3a clinical trial, 18 months post deployment of a 23mm sapien 3 valve with a commander delivery system through an esheath, the valve was explanted due to severe central regurgitation caused by a migration of the valve. Additional information provided by the hospital medical records indicated that during a tte performed one-year post tavr procedure, the patient had a mean gradient of 20mmhg and moderate to severe paravalvular regurgitation. At 15 months post op, tee revealed homograft migration with moderate to severe directed superiorly from the homograft into the tavr valve. Eighteen months post valve implant the patient's valve was explanted due to severe central regurgitation caused by the valve migration.  The patient was admitted for re-do avr via sternotomy; explant of sapien 3 valve and placement of a 21mm edwards intuity elite bioprosthesis. The sapien 3 was noted to be without thrombus or vegetation on explant. The intuity valve was well seated without ar or pvl. The post procedure peak gradient was 20mmhg and the mean gradient was 21mmhg.  No complications were noted during the procedure.